Event description:
The customer reported via phone call that they experienced hyperglycemia. High blood glucose level was 511 mg/dl. Another blood glucose value was 492 mg/d/l. Customer treated high blood glucose with manual injection. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.